Event description:
After the catheter was connected to the mpm, the icp was displayed "--" and zero point could not be adjusted, however the ict was displayed. The physician replaced with a new catheter and could use it normally without any problem. Three days after placement, the icp again was displayed as "--" and could not be measured. The physician suspected that the mpm had some problem and returned it for repair. They are also returning the catheter for evaluation. No patient injury was reported.